Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a zone 1 fusiform 60x100 mm thoracic aortic aneurysm. The diameter of the proximal neck was 40mm, the distal neck was 32mm, there was no calcification from the puncture site to the lesion site, there was mild proximal thrombus from the puncture site to the lesion site, there was no angulation from puncture site to lesion site and there was no disassociation from puncture site to lesion site. The first stent graft was implanted via a conduit. The second device was inserted but did not deploy. During removal of the device and when the physician pulled it back the stent graft unexpectedly deployed and was implanted at a lower position than intended between zone 2 and 3. The third stent graft was successfully implanted. The physician stated that it was difficult to rotate the delivery system hand and it was not possible to deploy the stent graft then decided to remove the delivery system. The stent graft deployed at an unintended location because some tension might have been relieved. No clinical sequelae were reported and the patient is fine and was discharged.